Event description:
A report was received that the patient was experiencing pain at the ipg site whenever charging. It was noted that the patient's ipg was tilted and the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively.